Event description:
It was reported that a leaking was noted with the accudrain system below the white stopcock close to the -2 marking. Leaking was noticed between 24-48 hours after implantation. The accudrain was revised. No pt injury occurred as of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be rec'd for eval. An investigation has been initiated based upon the reported info.